Event description:
The customer reported non-reproducible unexpected (B)(6) vitros (B)(6) total results obtained for three patient samples, tested using the same reagent pack across multiple vitros eciq systems. Patient 1: vitros result of 0.09 s/c vs. Retested result of 1.35 s/c, patient 2: vitros result of 0.17 s/c vs. Retested result of 1.72 s/c, patient 3: vitros result of 0.09 s/c vs. Retested result of 1.72 s/c. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) vitros (B)(6) total results in question were not reported to a clinician and no allegations of patient harm were made as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible unexpected (B)(6) vitros (B)(6) total results were obtained for three patient samples tested using the same reagent pack across multiple vitros eciq systems. The definitive root cause for the non-reproducible unexpected (B)(6) vitros (B)(6) total results obtained could not be determined; however, the possibility that an unexpected performance related to the reagent pack had contributed to the results could not be ruled out entirely.